Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, after replacing the proportional valve (aecm) and 3 way solenoid valve, the unit failed the sensor drift verification test. This was not an initial failure and occurred after repairs were performed on the device. Proportional valve (aecm) and 3 way solenoid valve were replaced, along with the flow sensor as part of fco8. Ev300 system board was replaced to address the sensor drift verification test failure. Fco86600081 follow-up repair to be handled by a philips authorized service provider.